Event description:
During an ak surgery, the graft was reported to leak at the proximal end. Bleeding was tried to be stopped with biological glue and powder hemostatic agent. The pt was transferred to ICU. A few hours later, a large hematoma was developed that necessitated to re-operate and vac was put on. The graft remained implanted. No pt injury was reported. The event has been communicated to the designated complaint unit on (B)(4) 2013.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to the procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at (B)(4). The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.